Event description:
Customer reported receiving a no delivery alarm on her insulin pump. Customer's blood glucose reading at the time of the call was 600 mg/dl and has been treating with a manual injection. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.